Event description:
The customer reported that the cleaning swab sued to clean the inner cannula of an adjustable flange tracheostomy tube was found in the pt's lung during a routine bronchoscopy. A further rigid bronchoscopy was performed to remove the cleaning swab. No permanent adverse effect to the pt were reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.